Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited chronic low r-waves. There was no evidence of noise or integrity issue. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to increase pacing threshold. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited chronic low r-waves. There was no evidence of noise or integrity issue. Additional information indicated that the lead was explanted. No additional adverse patient effects were reported.